Event description:
Boston scientific received information that an alert for high out of range atrial impedance was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead. It was reported that it had already occurred three times before but the rest of the measurements were normal. The p-waves were good and there was no noise on electrogram (egm). Additional information obtained indicated that the patient will be evaluated at the next visit with pocket manipulation. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.